Event description:
It was reported that the pump miscalculated boluses; however, pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed. There was no adverse impact to the customer¿s blood glucose level. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A correction bolus and manual injection were delivered and cartridge replaced to address bg.